Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the burn of the distal cover was confirmed and likely occurred due to the high energy and high frequency endo therapy accessories such as the laser, may have been used without maintaining enough distance from the tip of the endoscope. However, a definitive root cause was unable to be specified. The event can be prevented by following the instructions for use which state: instructions for gif-h290z operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿¦inspection of the endoscope¿ instructions for gif-h290z operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a burnt tip cover. There were no reports of patient involvement.